Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements. There was no evidence of noise and impedance measurements were within normal limits. Surgical intervention was performed and the lead was replaced. No additional adverse patient effects were reported.